Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 was obstructed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawer 2.1 had been obstructed. The field service engineer (fse) had found that the latch sensor had failed. The fse had replaced the latch sensor, opened the side cover, checked the connections in the electronics drawer, and removed dust from the side cover. The system functioned as intended after the field service engineer repaired the device